Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins battery didn¿t last as long as it used to. The patient stated that the device was at 50% and dropped to 0% in an evening. The patient stated that the ins usually lasts 3 days when it¿s at 100%. The patient did not make any changes to stimulation recently. No symptoms or complications were reported.